Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -07.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. Lens opacity (asc) was observed on (B)(6) 2019. The lens was explanted on (B)(6) 2019 and the problem was not resolved, anterior subcapsular opacity remains. Cause of the event is reported as unknown. Per reporter on (B)(6) 2021, "there was no intervention or treatment performed for the lens opacity. The patient is good now. Lens opacity same as before."